Event description:
It was reported that when the physician was ablating in the right atrium with 40 watts, the catheter was retreated in order to insert into the left groin and the physician noted charring at the tip of the catheter. A picture was taken and charring was removed. Catheter was flushed with 60ml/min but the fluid only effused through two of the six tip holes. The catheter was changed and procedure could be finished without any patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4). It was reported that when the physician was ablating in the right atrium with 40 watts, the catheter was retreated in order to insert into the left groin and the physician noted charring at the tip of the catheter. Upon receipt, the catheter was visually inspected and it was found that the tip had no char. Then per the event, the catheter was tested and it passed electrical, temperature, generator and irrigation tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about char was not observed, however, since the catheter passed specifications the root cause of the char observed by customer remains unknown.